Event description:
Patient was on the table when a pressure tank that runs the pneumatic functions of the table burst. The protective shrouding of the table caught the pieces of the tank that exploded and they did not reach the patient or the provider. There was an extremely loud bang when the tank exploded like a gun going off in the room. The end cap from the air reservoir looks like it cracked and broke in half. Pictures available.